Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
During surgery (asf for cervical opll), the surgeon cut the cage (12mm x 40mm) in half, however, the cage stuck and could not be removed from the mandrel. Thus another cage (14mm) was used instead. As a result, the surgery delayed to cut the bone additionally (but not significant delay) to implant the cage larger than the intended size.